Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged acute/chronic ild, dizziness, shortness of breath, and cough while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged acute/chronic ild, dizziness, shortness of breath, and cough while using the device. Medical intervention was not specified. In initial report section b5 was incompletely mentioned and the updated section b5 should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5109138) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient alleged acute/chronic ild, dizziness, shortness of breath, and cough while using the device. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. The manufacturer completed an internal visual inspection. The manufacturer found evidence of water ingress and contamination in blower box, on the blower and in the water tank. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found e-4 error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress and an unknown contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. If any additional information is received, a follow up report will be filed.